Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of over 600 mg/dl. Troubleshooting found that the cannula was bent and a hypoglycemia alerted on the pump. Troubleshooting assisted customer with the pump and customer indicated that they have changed out the entire set, reservoir and insulin. Customer was advised that a replacement cannula would be provided and to return the bent cannula for analysis.